Event description:
It was reported that during the implant procedure, the surgeon utilized the unlocking tool to disengage the pump from the apical cuff. Upon re-engagement, the locking mechanism was not fully locked as it could be disengaged by the surgeon without the use of the unlocking tool. That pump was not implanted. A new pump was opened, primed, and implanted. A small segment of the original outflow graft was left in place, and a graft-to-graft anastomosis was done.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.